Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that patient underwent mesh a cystoscopic removal and a removal of vaginal granulation tissue on (B)(6) 2013 due to foreign body in the bladder. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, bilateral salpingo-oophorectomy, posterior repair, and cystoscopy due to left ovarian cyst, chronic pelvic pain, and sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia, and neuromuscular problems. It was reported that patient underwent resection of bladder mesh due to erosion on (B)(6) 2012. [As per operative report]. It was reported that patient underwent cystoscopy, cystolitholapaxy, and vaporization of sling due to eroded mesh sling with stone on (B)(6) 2012 [as per operative report]. It was reported that patient underwent excision due to erosion on (B)(6) 2013. [As per plaintiff profile] no additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.